Event description:
I received in and out patient ect treatment (up to 25 times) which resulted in permanent brain damage. I have been unable to work the past 12 years, had to relearn how to read and write and am on disability at a young age. Ect destroyed my career, family and life. Whichever ones used by ihc in sl. FDA safety report ID# (B)(4).